Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacy user was unable to approve pharmacy verify request. A technical support specialist (tss) troubleshoots the issue by having the customer log out, removing three pharmacy databases from her access list, and then having the customer log back in, which allowed the customer to see the lubbock cr and approve the request. Afterward, the tss had her log out again, re-enabled the previously removed databases, and confirmed that upon logging back in, she saw the correct landing page with all four cr databases. The issue appeared to be related to browser cookies and auto-login, so the tss advised her to clear cookies and cache and sign out from all devices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower an rx verify request was not showing for approval, although the pending request was visible in the pmc lubbock cr database. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.